Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mmx2.50mm target lesion was located in the non-tortuous and non calcified left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced and placed. However, dissection was noted on the proximal edge of the stent. The procedure was completed with a different device to cover the dissected lesion. No further patient complications were reported and the patient's status was stable.